Event description:
While performing onsite service for the device, it was identified by an authorized field service engineer (fse) that the unit experienced a defib test failure during operational testing. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.